Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) the location of the perforation: through the left fallopian tube") and diabetes mellitus ("diabetes") in an adult female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to help control cycles: contraceptive pill; for to prevent pregnancy: condoms. Concurrent conditions included overweight, hyperlipidemia, migraine since 2008, headache since 2008 and nausea since 2008. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2011, the patient experienced hirsutism ("growing facial hair"), rash ("breakouts along the hair line"), dry skin ("excessively dry skin around my eyes and nose") and abnormal weight gain ("weight gain approx 70lbs"). In 2013, the patient experienced diabetes mellitus (seriousness criterion medically significant), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and hypertension ("hypertension"). In 2016, the patient experienced bacterial infection ("bacterial infections"), urinary tract infection ("uti"), pollakiuria ("I have to go frequently. Sometimes I can't hold it"), hypoaesthesia ("numbness in arms and fingers"), paraesthesia ("tingling in arms and fingers") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced migraine ("migraines worsened"), headache ("headaches worsened"), nausea ("nausea worsened") and vertigo ("vertigo"). The patient was treated with surgery (in 2009, removed one coil and did a tubal ligation). At the time of the report, the fallopian tube perforation, diabetes mellitus, hirsutism, bacterial infection, urinary tract infection, pollakiuria, migraine, headache, rash, dry skin, nausea, hypoaesthesia, paraesthesia, vertigo, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abnormal weight gain, irritable bowel syndrome, abdominal distension and hypertension outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, bacterial infection, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hirsutism, hypertension, hypoaesthesia, irritable bowel syndrome, migraine, nausea, paraesthesia, pollakiuria, rash, urinary tract infection, vaginal discharge and vertigo to be related to essure. The reporter commented: according to the complaint, underwent surgery for essure removal in (B)(6) 2010. Discrepancy noted from pfs: reported that in 2009, removed one coil and did a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. (B)(6) 2008, exam: upper gastrointestinal tract examination with detailed small bowel. Clinical indications: abdominal pain, chronic diarrhea for the last month, upper gastrointestinal tract examination with detailed small bowel: there were some tiny pelvic calcifications thought to represent phleboliths. Impression: essentially unremarkable upper gastrointestinal tract and normal detailed small bowel examination. (B)(6) 2008 exam: abdominal ultrasound study, exam: pelvic ultrasound, transabdominal summary: 1. Abdominal ultrasound was normal as visualized moderate amount of free fluid identified in the posterior cul-de-sac area. 2. Complex cystic lesion of the right ovary noted of questionable significance possibly representing hemorrhagic cyst, although the possibility of inflammatory process in the region should be considered and ruled out. (B)(6) 2009, procedure performed: essure tubal occlusion findings: on hysteroscopic examination there were synechiae noted within the intrauterine cavity. The right ostia was visualized. The left ostia was visualized although it had an overlying layer of endometrial tissue covering the ostia. There was an endometrial polyp noted on the posterior wall of the intrauterine cavity. (B)(6) 2009 surgical pathology report, diagnosis: endometrial curetting benign proliferative type endometrium with chronic endometritis with focal areas consistent with infarcted endometrial polyp also noted. (B)(6) 2009, exam: hysterosalpingogram hysterosalpingogram: impression: 1. Patent left fallopian tube. The left essure device does not appear to be within the left fallopian tube. 2. Occluded right fallopian tube. (B)(6) 2009, final report, exam: computed tomography of the pelvis with non-ionic intravenous contrast and with oral contrast enhancement ¿ (B)(6) 2009. Clinical indications: placement of essure device impressions: 1. The left essure device appears just posterior to the left fallopian tube. It is not within the left fallopian tube. 2. Appropriate placement of the right essure device within the right fallopian tube. 3. Fat-filled umbilical hernia. 4. Bilateral follicular cystic changes to the ovaries. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Essure start date updated from (B)(6)2009 to (B)(6) 2009. Event pelvic pain/ sharp pain got increasingly worse until I had to go to the hospital was clubbed with previously reported event. Events abdominal distension, bacterial infection, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hirsutism, hypertension, hypoaesthesia, irritable bowel syndrome, migraine, nausea, paraesthesia, pollakiuria, rash, urinary tract infection, vaginal discharge, vertigo and weight increased were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small piece of the essure device was noted near the left'), fallopian tube perforation ('perforation (other) the location of the perforation: through the left fallopian tube'), uterine perforation ('the essure device was noted perforated through the uterus / there was an essure device noted in the endometrium to the right of the left ostia,the left essure device appears just posterior to the left fallopian tube.') And diabetes mellitus ('diabetes') in an adult female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes, parity 3 and parity 3. Previously administered products included for to help control cycles: contraceptive pill; for to prevent pregnancy: condoms. Concurrent conditions included migraine since 2008, headache since 2008, nausea since 2008, overweight, hyperlipidemia, yeast vaginitis, vaginal irritation, hepatitis, lung disease and pleural effusion. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2011, the patient experienced hirsutism ("growing facial hair"), rash ("breakouts along the hair line"), dry skin ("excessively dry skin around my eyes and nose") and abnormal weight gain ("weight gain approx 70lbs"). In 2013, the patient experienced diabetes mellitus (seriousness criterion medically significant), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and hypertension ("hypertension"). In 2016, the patient experienced bacterial infection ("bacterial infections"), urinary tract infection ("uti"), pollakiuria ("I have to go frequently. Sometimes I can't hold it"), hypoaesthesia ("numbness in arms and fingers"), paraesthesia ("tingling in arms and fingers") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), migraine ("migraines worsened"), headache ("headaches worsened"), nausea ("nausea worsened") and vertigo ("vertigo"). The patient was treated with surgery (hysteroscopic and laparoscopic removal of essure device). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, diabetes mellitus, hirsutism, bacterial infection, urinary tract infection, pollakiuria, migraine, headache, rash, dry skin, nausea, hypoaesthesia, paraesthesia, vertigo, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abnormal weight gain, irritable bowel syndrome, abdominal distension and hypertension outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, bacterial infection, device breakage, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hirsutism, hypertension, hypoaesthesia, irritable bowel syndrome, migraine, nausea, paraesthesia, pollakiuria, rash, urinary tract infection, uterine perforation, vaginal discharge and vertigo to be related to essure. The reporter commented: according to the complaint, underwent surgery for essure removal in (B)(6) 2010. Discrepancy noted from pfs: reported that in 2009, removed one coil and did a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: patent left fallopian tube. The left essure device does not appear to be within the left fallopian tube. On (B)(6) 2008, exam: upper gastrointestinal tract examination with detailed small bowel. Clinical indications: abdominal pain, chronic diarrhea for the last month, upper gastrointestinal tract examination with detailed small bowel: there were some tiny pelvic calcifications thought to represent phleboliths. Impression: essentially unremarkable upper gastrointestinal tract and normal detailed small bowel examination. On (B)(6) 2008 exam: abdominal ultrasound study, exam: pelvic ultrasound, transabdominal. Summary: abdominal ultrasound was normal as visualized moderate amount of free fluid identified in the posterior cul-de-sac area. Complex cystic lesion of the right ovary noted of questionable significance possibly representing hemorrhagic cyst, although the possibility of inflammatory process in the region should be considered and ruled out. On (B)(6) 2009, procedure performed: essure tubal occlusion findings: on hysteroscopic examination there were synechiae noted within the intrauterine cavity. The right ostia was visualized. The left ostia was visualized although it had an overlying layer of endometrial tissue covering the ostia. There was an endometrial polyp noted on the posterior wall of the intrauterine cavity. On (B)(6) 2009 surgical pathology report, diagnosis: endometrial curetting benign proliferative type endometrium with chronic endometritis with focal areas consistent with infarcted endometrial polyp also noted. On (B)(6) 2009, exam: hysterosalpingogram. Hysterosalpingogram: impression: patent left fallopian tube. The left essure device does not appear to be within the left fallopian tube. Occluded right fallopian tube. On (B)(6) 2009, final report, exam: computed tomography of the pelvis with non-ionic intravenous contrast and with oral contrast enhancement on (B)(6) 2009. Clinical indications: placement of essure device impressions: the left essure device appears just posterior to the left fallopian tube. It is not within the left fallopian tube. Appropriate placement of the right essure device within the right fallopian tube. Fat-filled umbilical hernia. Bilateral follicular cystic changes to the ovaries. Findings: there is a normal sized uterus of 7.8 x 5.2 x 3.1 cm with a thickened endometrium of 8 mm. There is uterine calcifications the tiny nabothian cyst are seen in the cervix. There is no evidence of an intrauterine gestational sac good blood flow is seen to a normal sized right ovary with a tiny exophytic. 1 cm cyst. The right ovary is 3.9 by 3.3 x 2.2 cm. Good blood flow is seen to within normal sized left ovary with a 1.4 cm cystic area. The left ovary is 4 .1 x 2.9 x2.7 cm impression: small cystic spaces or prominent follicles in each ovary. The uterine endometrium is thickened. Correlate with patient's menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: mr received : following events were added : device breakage , uterine perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) the location of the perforation: through the left fallopian tube") and diabetes mellitus ("diabetes") in an adult female patient who had essure (batch no. 646510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for to help control cycles: contraceptive pill; for to prevent pregnancy: condoms. Concurrent conditions included overweight, hyperlipidemia, migraine since 2008, headache since 2008 and nausea since 2008. On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2011, the patient experienced hirsutism ("growing facial hair"), rash ("breakouts along the hair line"), dry skin ("excessively dry skin around my eyes and nose") and abnormal weight gain ("weight gain approx 70lbs"). In 2013, the patient experienced diabetes mellitus (seriousness criterion medically significant), irritable bowel syndrome ("ibs"), abdominal distension ("bloating") and hypertension ("hypertension"). In 2016, the patient experienced bacterial infection ("bacterial infections"), urinary tract infection ("uti"), pollakiuria ("I have to go frequently. Sometimes I can't hold it"), hypoaesthesia ("numbness in arms and fingers"), paraesthesia ("tingling in arms and fingers") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced migraine ("migraines worsened"), headache ("headaches worsened"), nausea ("nausea worsened") and vertigo ("vertigo"). The patient was treated with surgery (in 2009, removed one coil and did a tubal ligation). At the time of the report, the fallopian tube perforation, diabetes mellitus, hirsutism, bacterial infection, urinary tract infection, pollakiuria, migraine, headache, rash, dry skin, nausea, hypoaesthesia, paraesthesia, vertigo, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, abnormal weight gain, irritable bowel syndrome, abdominal distension and hypertension outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, bacterial infection, diabetes mellitus, dry skin, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hirsutism, hypertension, hypoaesthesia, irritable bowel syndrome, migraine, nausea, paraesthesia, pollakiuria, rash, urinary tract infection, vaginal discharge and vertigo to be related to essure. The reporter commented: according to the complaint, underwent surgery for essure removal in (B)(6)2010. Discrepancy noted from pfs: reported that in 2009, removed one coil and did a tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. (B)(6)2008, exam: upper gastrointestinal tract examination with detailed small bowel. Clinical indications: abdominal pain, chronic diarrhea for the last month, upper gastrointestinal tract examination with detailed small bowel: there were some tiny pelvic calcifications thought to represent phleboliths. Impression: essentially unremarkable upper gastrointestinal tract and normal detailed small bowel examination. (B)(6)2008 exam: abdominal ultrasound study, exam: pelvic ultrasound, transabdominal. Summary: 1. Abdominal ultrasound was normal as visualized moderate amount of free fluid identified in the posterior cul-de-sac area. 2. Complex cystic lesion of the right ovary noted of questionable significance possibly representing hemorrhagic cyst, although the possibility of inflammatory process in the region should be considered and ruled out. (B)(6)2009, procedure performed: essure tubal occlusion. Findings: on hysteroscopic examination there were synechiae noted within the intrauterine cavity. The right ostia was visualized. The left ostia was visualized although it had an overlying layer of endometrial tissue covering the ostia. There was an endometrial polyp noted on the posterior wall of the intrauterine cavity. (B)(6)2009 surgical pathology report, diagnosis: endometrial curetting benign proliferative type endometrium with chronic endometritis with focal areas consistent with infarcted endometrial polyp also noted. (B)(6)2009, exam: hysterosalpingogram. Hysterosalpingogram: impression: 1. Patent left fallopian tube. The left essure device does not appear to be within the left fallopian tube. 2. Occluded right fallopian tube. (B)(6)2009, final report, exam: computed tomography of the pelvis with non-ionic intravenous contrast and with oral contrast enhancement ¿ (B)(6)2009. Clinical indications: placement of essure device. Impressions: 1. The left essure device appears just posterior to the left fallopian tube. It is not within the left fallopian tube. 2. Appropriate placement of the right essure device within the right fallopian tube. 3. Fat-filled umbilical hernia. 4. Bilateral follicular cystic changes to the ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.